Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle, distal tip cover and insertion tube could not be identified. A definitive root case of the issue could not be determined, however, due to an observed leaks at the distal tip cover and bending section cover, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use section below: gif-q150 operation manual chapter 3 preparation and inspection. Gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: heavy leakage coming from a-rubber, connecting tube had foreign object, due to a cut on a-rubber, water tightness was lost, grip had a scratch, due to wear of angle wire, the play of u/d knob was out of the standard value, control unit had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, a-rubber had cut, suction connector had a scratch, reduced angulation, universal cord had a scratch, scope cover had a scratch, adhesive on a-rubber was detached, light guide lens had discoloration, c-cover (plastic distal end cover) was shaved, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of r/l knob was out of the standard value and universal cord was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had low angulation and free play. The event was found during general routine inspection by the customer. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the connecting tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.